Manufacturer narrative:
A ge representative evaluated the system and replaced 2 power supplies. System operates as intended.

Event description:
The customer reported the system would not produce an image during a case. No pt injury was reported.